Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the total daily insulin delivery totals correctly reflected the user's programmed basal rates. The battery compartment was found to be cracked alongside of the pump and from the bumper pad to the case seal. There was visible moisture found in the display. The battery compartment was found to be leaking during a leak test. The pump passed the delivery accuracy test and found to be delivering within required specifications. The pump was opened and moisture damage found on pcb. Unrelated to the complaint, the text on the display screen had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 400mg/dl. The patient reportedly had large ketones, felt nauseated, had abdominal pain and was vomiting. There was reportedly moisture ingress in the pump and the battery compartment was cracked. There was no indication that the pump had a power issue. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation there was damage to the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.